Event description:
It was reported to medtronic minimed that the customer experienced water inside battery compartment. Issue occurred after pump was exposed to water (went swimming), pump and the battery cap had no physical signs of damage, water inside the battery compartment resulted to rusting at the bottom of the compartment, also, it caused the battery to leak. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump crack, informed customer about product replacement/return policy. Troubleshooting was performed for fluid in pump, fluid is present in battery compartment. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer has returned the device for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The pump p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on electronic assemblies. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and scratched case. Critical pump error (open book image) alarm confirmed due to moisture damage on electronic assemblies. Cosmetic damage was confirmed at the battery compartment. Exposed to moisture damage confirmed in the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.